Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal inflammation. The breach in aseptic technique was further described as improper operations. The patient was hospitalized for the event and was treated with unspecified antibiotics and injection of an unspecified pain medication (no further details). Dianeal therapy was ongoing at the earlier stage of treatment and was withdrawn at the later stage of the treatment. At the time of this report, the patient remained hospitalized for treatment and was not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.